Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that force was applied to the guide wire when resistance was met. It should be noted that the pilot guide wire¿s instructions for use states: ¿do not: push, auger, withdraw or torque a guide wire that meets resistance.¿ in this case, the deviation appears to be a reasonable clinical response. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistances with a catheter during removal, resulting in a separation. Analysis of the returned wire confirmed the outer diameter was within specification. Kinks were noted on the distal core of the wire. A kink could impact the wires clearance through the catheter, resulting in the reported difficult to remove. Additionally, it is possible that manipulation of the wire, when resistance was met, contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code - excessive force.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad). A hi-torque pilot guidewire (gw) was advanced through the lesion and used during the procedure; however, during retraction, resistance with the guiding catheter was felt therefore force was applied. It was noted that the guiding support position deviated causing the gw to separate at the tip. The separated piece was retrieved using other guide wires. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.